Manufacturer narrative:
The distributor replaced the compact flash card. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During servicing of the equipment, the distributor noted that the unit had an intermittent system reset error. There was no report of patient involvement.